Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to ask if anything else could be done, aside from pausing insulin delivery, to prevent low blood glucose levels. The agent informed the patient that they could eat a snack prior to walking or exercising and to be cautious about how they meal announce before and after physical activity. The agent planned to work with the team to schedule additional training for the patient. The patient reported experiencing low blood glucose during a morning walk and again after eating lunch, with the lowest reading reaching 40 mg/dl. The low blood glucose episode lasted approximately 20 minutes and was treated with 16 grams of juice and a glucose tablet. The patient did not use back-up therapy, perform ketone testing, receive steroid injections, or require professional medical intervention or other assistance. No immediate health effects such as loss of consciousness, dizziness, or dka were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.